Event description:
It was reported that during troubleshooting noise was seen in non-sustained episodes and could not be produced with isometric testing. Noise appeared to be caused by the lead due to the large amplitude. The lead was to be replaced. No further information is available at this time.

Manufacturer narrative:
(B)(4).